Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no reported impact on the customer's blood glucose level. Technical support assisted the customer by providing pump reset information, and the pump was successfully reset without the malfunction code recurring. The customer was advised to continue using the pump and to contact support if the issue reappeared.